Manufacturer narrative:
The technician found the bed has a torn side rail caregiver label. The technician is unable to identify what the fluid is and is assuming the torn label allowed cleaning fluid into the side rail and caused the right user control module board to go out. The technician replaced the right user control module board and the right side rail caregiver label to resolve this issue.

Event description:
The technician alleged that the bed was alarming with an error code. The technician found the right user control module had dry fluid on the board. No injury reported.